Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device's blower and dc power cable were replaced to address the issue. The blower and dc power cable were evaluated by the manufacturer's product investigation laboratory (pil) and found the blower functioned as designed and operated without issue or error codes but was able to confirm of a damaged dc power cable.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.